Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained gablofen at a concentration of 2000 mcg/ml with a dose of 590 mcg/day. It was reported the patient had overdose type symptoms about 3.5 hours post-refill on (B)(6) 2016. The reservoir volume was checked, and the catheter access port was aspirated. The representative stated the patient had a refill earlier that day and the volumes matched prior to the refill. The pump was filled with 40 ml and about 3.5 hours post-refill, the patient started having overdose symptoms. The pump reservoir was aspirated and about 30 ml was removed. The patient was currently in the emergency room (ER) and might have had to be intubated. The change in symptoms was considered sudden. Additional information received from the manufacturer representative reported the cause of the overdose and volume discrepancy was most likely due to a pocket fill of 10 ml of gablofen. The patient was brought to the ER, and the nurse practitioner put the pump into minimum rate. The family of the patient wanted someone from the manufacturer to contact the family to say this was not a device malfunction. The representative stated before in the past, if he had issues he had a contact person the people would call in and talk to. The representative requested that the family would call in. The representative stated he would call the family and come up with a plan.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was determined that the information previously reported in manufacturer¿s report # 300420 9178-2018-15787 was actually additional information for the event reported in this report. [Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 690 mcg/day) via an implantable infusion pump. It was reported that the patient experienced a pocket fill in december. No further complications have been reported as a result of this event.] Any additional information received regarding this event will be reported in this manufacturer¿s report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable pump (B)(4) identified no significant anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.